Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited beeping tones. Boston scientific technical services (ts) described the tones when battery is low, and the device needs to be replaced. Ts referred patient to physician. Additional information indicated that the device reached elective replacement indicator (eri). The patient will be scheduled for generator change. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted for normal battery depletion (nbd).

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection of the lead barrels and header of the device noted the header is completely separated from the case of the device. The daily measurements data table shows that all lead impedance measurements stored in the device memory are normal. No open lead impedance conditions are noted. Furthermore, observation of a loose device header is a part of the device with ports designed to accept cardiac leads. Loose device headers are deemed a design issue. This device is included in the subpectoral implant advisory population.